Event description:
It was reported to philips that the c-arm had plastic caught in it, which prevented c-arm geometry movements. The patient was moved to another room to complete the procedure. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, a non-emergency procedure was performed when the issue happened. The procedure was completed by moving the patient to another system. Field service engineer (fse) visited the customer site and confirmed the reported problem. After reviewing the log, it confirmed the reported malfunction. After troubleshooting, the fse found a dislodged plastic component affecting functionality. To resolve the problem, the fse rotated the stand proper and adjusted the roll until the plastic piece was removed. After removed plastic verified proper, the system returned to full functionality. The codes were updated based on the investigation outcome.